Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ protector p55 there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
DHR review could not be carried out because the lot number is unknown. One infusion bag and two protector samples were received for evaluation by our quality engineer team. Through inspection of the samples, no anomalies were found and foreign matter was not observed. Coring may occur from the membrane due to fragmentation caused by multiple injections of excessive welding of the membrane. Coring from the rubber stopper may occur due to the rubber stopper quality, the design and dimensions of the needles used, or if a poor connection is made with the protector product. As foreign matter was not observed in the returned samples and coring was not identified, an exact cause for the reported incident could not be determined. Complaints received for this device and defect will be monitored by our quality engineer for signs of emerging trends.

Event description:
It was reported with the use of the bd phaseal protector p55 there was an issue with foreign matter. There was no report of injury or further medical intervention.